Manufacturer narrative:
One device was returned for repair. Visual and functional testing was performed. Air in line unresponsive was verified by functional testing. The cause is the air detector. Replaced the air detector to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device's air in line was unresponsive. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.